Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: complaint alleges that the spike on the conchapak column failed to fully penetrate the conchapak water bottle causing no water to flow in the column. The bottle was connected to a pt who received no humidified oxygen for a period of approx 72 hours which contributed to the pt's airways drying out. The pt was administered nebulizer. The condition of the pt was reported as stable. No injuries reported.